Event description:
It was reported that tandem mobi pump generated cartridge alarms during cartridge loading, including initial cartridge alarm 30 followed by additional cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if needed, while tandem technical support arranged a replacement pump under warranty, confirmed shipping details, and provided instructions to place pump in storage mode, return it within 10 days using provided materials, and then program pump settings and reconnect continuous glucose monitor on replacement pump.